Event description:
Philips received a complaint by the customer on the v60, indicating that the screen was dark and unable to adjust. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their screen was dark and unable to adjust. The rse advised the customer to replace the user interface (ui) assembly. The rse provided the customer with the part ID for the ui assembly to be ordered. A manufacturer's product support engineer (pse) evaluated the device and determined the issue was due to a failure related to the user interface (ui) assembly. The repair for this unit cannot be conducted at this time due to a back order status of a part (ui assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.